Event description:
Failed total hip revision arthroplasty. The patient experienced pain and instability. A tritanium revision acetabular shell was used today as a replacement device. At x-ray overview it seemed as if though the mdm liner had disengaged from the shell. Intraoperatively this was confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding disassociation involving an mdm liner was reported. The event was not confirmed. Device evaluation and results: the returned mdm liner was in good condition. Slight scratching was identified around the rim of the liner. A dimensional inspection was performed using cmm. All features conformed to the required specifications aside from the flange profile due to part damage. A review of the DHR indicated that all units from lot 38268501 met the required specifications at the time of manufacture. A functional inspection was performed. Good functionality between the mdm liner and a compatible trident shell was observed. The mdm liner was securely seated into the trident shell. Medical records received and evaluation: the clinician could not confirm the event. The revision operative report is need to fully investigate the reported event. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including the revision operative reports, progress notes, further x-rays are needed to fully investigate the event.

Event description:
Failed total hip revision arthroplasty. The patient experienced pain and instability. A tritanium revision acetabular shell was used today as a replacement device. At x-ray overview it seemed as if though the mdm liner had disengaged from the shell. Intraoperatively this was confirmed.